Event description:
It was reported that a device was used during a low anterior resection. It was reported that the doctor could not break the washer. The surgeon excised the tissue and reanastomosed with another stapler. There were no consequences to the patient.